Event description:
The customer reported having problems with infusion set insertions, and that the customer's body rejected them periodically, then mentioned going to the hospital with diabetic ketoacidosis the day before while wearing the insulin pump. The customer's blood glucose level was 480 mg/dl during the hospitalization. The customer ordered new infusion sets. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.